Event description:
The customer reported that she experienced a low blood glucose level of 39 mg/dl. She treated her low blood glucose level with food and it went up to 136 mg/dl. However, it later went down to 46 mg/dl. After lunch her blood glucose went up to 185 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.